Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that a cs-052 call service alarm occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/15/2014 with the following findings: several cs-052 call service alarms, which can be indicative of the type of issue that was reported, were observed in the black box data. Evidence of moisture damage was observed behind the display lens. A cs-052 call service alarm was observed during the analysis: the reported issue was duplicated. The pump failed a leak test due to a display lens leak. The pump case was removed, and corrosion was found on the display screen, force sensor circuit, and radio frequency circuit; this device failure directly caused the reported issue. All of the observed device failures are related to the reported issue.